Manufacturer narrative:
The ge service rep conducted a phone eval. The customer was coached through repairing the cable connector. No further service info was provided.

Event description:
The customer reported that system displayed a communication failure error message. No pt injury was reported.